Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for recertification. This does not indicate a reportable event. However, during verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.